Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements over the past year with measurements as high as 143 ohms. Max energy shocks were performed at the device replacement procedure, and the impedance measurement was 90 ohms with the old device. Max energy shocks were also performed while connected to the new device, and the shock impedance was in the 90-ohm range. This ICD was successfully explanted and replaced. The following day, rv shock impedance measurements were in the 113-122 ohms range for the right ventricular (rv) lead connected to the new ICD. However, there were no recent stored episodes with noise and shock impedance measurements were within normal limits. Technical services (ts) reviewed troubleshooting options including commanded shocks and defibrillation threshold (dft) testing. This rv lead remains in service, and will continue to be monitored. No additional adverse patient effects were reported.